Manufacturer narrative:
Initial reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device motor device was blocked, had seized and was rough running. During pretest, the device failed assessments for 90_check for the air leak,100 check function of soft mode switch (safety system) 120_check for untrue running, 130_check for excessive noise, 140_check the power with test bench and 150_check starting behaviour. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was stated on the initial report that the event was reported by singapore. Upon complaint review, it was determined that the event was reported by india. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.